Event description:
Caller reported a power source alert indicating an issue with the pump's charging. There was no adverse impact to the customer's blood glucose level, which did not exceed 500 mg/dl. The customer resolved the issue by plugging the charging cable into a wall adapter for at least 30 minutes, after which the pump began charging and resumed normal operation. No further assistance was required.